Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module and a second e 801 analyzer used for investigation. The values measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6). For information related to the tsh assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. The sample was initially tested on the customer's e 801 analyzer on (B)(6) . The sample was repeated on an abbott architect analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer. The serial number of the customer's e 801 analyzer is 1797-06. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 380330, with an expiration date of december 2019 was used on this analyzer.

Manufacturer narrative:
The patient sample was provided for investigation and it was determined the sample contained no interfering factors to the ft4 assay. The questioned ft4 results are correct. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem.